Manufacturer narrative:
Continuation of d10: product ID 203cx (lot: 230408740); product type: 0627-cables and accessories; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter 2af283 arctic front, blood was observed in the catheter handle and in the cable 203cx coaxial umbilical during the first inflation, which triggered a console alarm. The coaxial umbilical and the balloon were replaced, and the case was completed without further issues. No patient symptoms, complications, injuries, or adverse outcomes were reported. No patient complications have been reported as a result of this event.